Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a blank display. The customer¿s blood glucose level unknown. The customer was assisted with troubleshooting and the display did not return. The customer change the battery and got failed battery test. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Upon further review of the unit's interior, there were traces of corrosion on the connector connecting electrical board 2 to electrical board 1 and also on the force sensor. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.